Event description:
It was reported that the patient had chronic low flow alarms due to positioning. A low flow software update was performed on both the patient's controllers. The patient has a clot outside the heart that is affecting the filling of the pump.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between the device and the reported peripheral thromboembolism could not be conclusively determined through this evaluation. The patient¿s primary and backup system controllers, (B)(6), were upgraded on 28nov2022. The software upgrade reportedly resolved the alarms. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), (B)(6). No further complaints have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists venous thromboembolism and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 5 "surgical procedures" (under ¿preparing the ventricular apex site¿) instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also states that pump function will be compromised in the presence of inlet obstruction. Section 5 (under ¿implant procedures¿) additionally warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 "patient care and management" (under "anticoagulation") contains information regarding the recommended anticoagulation therapy for patients using the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was asymptomatic at the time of the low flow alarms. The low flow alarms resolved with the software upgrade.